Event description:
It was reported that the patient was scheduled for a refill on (B)(6) 2014 and somehow it got missed. The spouse of the patient apparently finally contacted someone and they realized it hasn't been filled since. Per the reporter the spouse didn't think the patient had any serious withdrawal symptoms but reported only an increase in spasticity. They were planning to see the patient next week or the following week and per the reporter they would discuss the options with them so they could move forward. The pump was interrogated on (B)(6) 2015 and it said the next refill alarm date was (B)(6) 2015. The logs said the low reservoir alarm occurred on (B)(6) 2014 and empty reservoir alarm occurred on (B)(6) 2014. It was reviewed that once the original reservoir alarm date had past the pump updates to the current date. The pump was going to be filled on (B)(6) and a dye study was going to be done as well. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
The refill was missed even though the patient told the facility staff where he resided that he was hearing something from the pump; the critical alarm was sounding. On (B)(6) 2015, a catheter dye study was done and the catheter was confirmed to be patent. They also programmed a roller study and saw the rollers turning, but left the reservoir empty. They neurology office was planning to put preservative free saline in the pump first, check the accuracy of the reservoir, and then consider putting baclofen in the pump. On (B)(6) 2015, the pump was filled with saline. The patient was reported to be fine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).